Event description:
A patient at the facility in another country, fell at home and suffered a pertrochanteric femur fracture. An 11mm / 130 degree trochanteric fixation nail and a helical blade were implanted. Follow-up x-ray shows the helical blade migrated through the femoral head. Patient was returned to the operating room for revision on an unknown date. This report is 1 of 2 for the same incident.

Manufacturer narrative:
Additional information has been requested. Investigation is ongoing, no conclusion can be drawn. Review of manufacturing records for this specific lot number has been requested.